Manufacturer narrative:
(No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported inaccurate monitoring as a result of the mylar flap of the flow sensor stuck to the top of the flow sensor housing. There was no report of patient involvement.